Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl; cause was unknown. Glucose tablets were consumed to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user. 48 mg/dl was the lowest value recorded by continuous glucose monitor (cgm) on (B)(6) 2018. Continuous glucose monitor (cgm) alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.